Manufacturer narrative:
The product was not returned. Event logs were returned. Due to a lack of sufficient clinical details provided and no product returned, the root cause of the optical signal issue cannot be determined. Due to lack of product returned, the root cause of the high purge pressure cannot be determined. The root cause of the stroke was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella cp had a brain bleed, high purge pressure and an optical signal issue. The patient had a computed tomography done which showed a brain bleed that worsened during impella support. No anti-coagulation was used during support. Additionally, the pump showed issues with the optical signal and there was intermittent high purge pressure. No further intervention was noted and the patient remained stable. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿